Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. As the alarms occurred in the past, troubleshooting was unable to be performed. The customer would change supplies to address issue; however, the issue continued to recur and the customer eventually disconnected from the pump and reverted to manual injections. Customer's blood glucose was 276 mg/dl at the time of the report.